Event description:
Reportable based on device analysis completed on 24 jun 2025. It was reported that a catheter issue occurred. The stenosed target lesion was located in a calcified coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the access for the guidewire was blocked and the catheter could not move forward or backward. The procedure was completed with another of the same device. The patient condition following the procedure was stable, and no complications were reported. However, device analysis revealed that the imaging window and drive cable were twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was bent, and the imaging window and drive cable were twisted. Functional inspection showed that the telescope assembly was unable to properly pull back, advance, and retract because it was stuck.